Event description:
It was reported that the patient had progressive dyspnea. It was reported that there was an atrial lead dysfunction requiring a lead revision. The lead was replaced. The patient was reported to be enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2011. A 419678 implantable pacing lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated low p-wave sensing amplitude.